Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaw boot became dislodged while inserting the hemopro into the cannula. The detached boot hemopro jaws were never inserted into the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning. The lot number is unk. The harvester does not remember how she inserted the jaws on the cannula.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).